Manufacturer narrative:
No investigation could be performed, no conclusion drawn, as no device was returned.

Event description:
Surgeon reported he was inserting a 4.0 cannulated screw and the distal threads peeled away. Surgeon removed the screw and most of the metal pieces, one piece of the screw remains in the pt.